Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has had high blood glucose and low blood glucose events that ranged between 55 mg/dl and 425 mg/dl. The customer declined troubleshooting for her blood glucose values; she stated that she will follow up with her health care professional for now. No products were returned or replaced.